Event description:
It was reported that the external pulse generator was oversensing. Repair was requested. The generator remains in use. The generator and patient cable were returned to the manufacturer, analyzed and the cable tested out of specification. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator was oversensing. It was further reported that it was a fractured cable that was causing the issue. Repair was requested. The generator remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the cable was fractured.